Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going

Event description:
(B)(6). The hospital has reported that the instrument in this case is breaking and the hook is falling out. One incident has occurred in which fragments from case and the hook broke apart during surgery and has resulted in fragments falling into the patient during surgery.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the ceramic body gk384200. Here we found a broken off end. Additionally we made a visual inspection of the fracture surface. Next we made a visual inspection of the adapter with guiding lug gk384201. Here we found another broken end. Additionally we made a visual inspection of the fracture surface. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard, a material defect or production error can be excluded. No poreds or foreign bodies could be found on the point of rupture. We assume a forced fracture as the causal factor. There is the possibility for pre-damage or similar due to previous surgeries. We assume that the forced fracture was caused due to an overload situation, and these will result in the breakage. No CAPA is necessary.